Event description:
Device 1 of 3. Reference MFR report # 1627487-2010-01342. Reference MFR report # 1627487-2010-01343. The patient received his scs system including an ipg, percutaneous lead, and lead extension on (B)(6) 2006. It was reported that about 2 1/2 years later the patient was experiencing intermittent stimulation and the system had invalid impedance measurements. An xray confirmed the system connections were still intact. The system was replaced on (B)(6) 2009. Follow up on the patient found that no further issues have been reported. The explanted devices were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 1 of 3. H6: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Early battery depletion. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.